Manufacturer narrative:
The manufacturer has asked the customer to send the defective device for examination. A follow-up report will be submitted once additional information is available. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).

Event description:
Please refer importer report # (B)(4).